Event description:
It was reported that the customer's blood glucose level was high, with specific values unknown and displayed as "high" on the cgm. Reportedly, the customer was using off label insulin. Tandem technical support educated the customer on approved insulin for the pump. To address the issue, the customer performed a correction injection via multiple daily injections and a correction bolus via the pump. Technical support instructed the customer to inspect and replace supplies as necessary and resume insulin, with a request for follow-up if additional assistance was needed.